Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer's blood glucose was 66 mg/dl, which was treated with orange juice. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk. Unable to perform basic occlusion, prime, excessive no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked on the reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on the battery tube threads and missing the end cap sticker.